Event description:
The customer reported that, the unit went into unknown restart and alarmed while in use on a patient. There was no patient harm reported. Respironics service technician was not able to duplicate customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply to address the code in the diagnostic log. Final testing, including extended self testing (est). Was completed and all tests passed per operating speciations.

Manufacturer narrative:
Na